Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.